Manufacturer narrative:
Tsc obtained pertinent complaint information. Tsc explained to customer that due to transfusion of rh positive red cells, provue may be aspirating rh positive cells when it was first tested on provue 1, and then picked up both rh populations when it was tested again on provue 2. By time customer tested in manual gel, less of rh positive cells present, possible that customer aspirated patient's own rh negative cells. Tsc discussed with customer red cell density between autologous and transfused red cells, as well as provue aspirating methods. Customer satisfied with discussion.

Event description:
Customer contacted tsc to report discrepant results for patient rh typing using abd/rev gel cards lot# 051717037-11, exp april 11 2018. Customer states that on provue 1, rh typing result was 4+, making patient o positive, however, provue 2, using same reagent lots, gave grade of mixed field for rh typing. Customer then tested same sample a third time using manual gel and obtained negative result for rh testing. Customer states that all qc for all reagents across all test methods were deemed acceptable. Patient has historical o negative blood type at facility. Customer states that patient was at another facility where he received o positive rbc units. Customer states she knows of at least two o positive rbc units transfused (B)(6) 2017. Customer could not explain why patient was not given o negative blood units.